Event description:
It was reported the pt experienced redness at the ipg site. The physician assessed the ipg site and confirmed the pt did not have an infection, however, the pt was reassessed by other physicians. Who suspected a superficial infection may be present. As a precaution, the pt was prescribed oral antibiotics. A culture was not taken. The pt later followed up with the physician who indicated no infection is present at the ipg site.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.